Event description:
It was reported that during an unk procedure air leaked from the beginning of use. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.

Manufacturer narrative:
(B)(4). This report for the system error (air in line) 2240 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 on the homechoice (hc) machine during dwell 4. The home patient (hp) states that he got up to go the washroom, however, he did not disconnect. The hp will call the nurse and finish with manuals in the morning. Product surveillance contacted the hp's nurse. Regarding the alarm and being connected. The nurse stated that the patient has been doing fine and he is continuing with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. A batch review will not be performed because the lot number is unknown. Follow-up report will be submitted if any additional information is received.